Event description:
It was reported that this right atrial (ra) lead exhibited noise. The health care professional suspects lead- related issue as this is the third device the patient has had. No out of range pacing impedances were noted. At this time, the ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).